Event description:
It was reported that the user experienced repeated pairing failures with a freestyle libre 3+ sensor while using the ilet bionic pancreas, resulting in the user opting to switch to a dexcom g7 continuous glucose monitor (cgm) and began its warm-up. No clinical signs, symptoms, or conditions were reported, with blood glucose levels remaining unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and education conducted by support. Investigation of this case revealed a cgm sensor failure and an inability to pair the sensor, consistent with a failed libre 3 plus sensor requiring replacement and a pairing fault preventing connection. It was concluded, based on previously established findings for similar reports, that the cause was a defective or nonfunctional cgm sensor leading to unsuccessful pairing.